Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract back into the pod indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device was received partially deployed, and the formed needle was observed in the exposed portion of the soft cannula. The downloaded data returned an 0x1c alarm, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data confirmed that the device ran for 80 hours. The downloaded data does not show any timeouts or drive stalls. Inspection of the needle mechanism assembly found that the formed needle was disengaged from the slide retract indicating that the formed needle was incorrectly installed. The incorrectly installed formed needle is why the formed needle did not retract after deployment. No other damages or deficiencies were observed during the investigation.